Event description:
Peripherally inserted central catheter (PICC) line dressing being changed. No difficulty removing tegaderm or biopatch. Dressing not wet. After dressing removal, line started leaking about 1 inch above the insertion point and about 2 inches below the hub connecter. PICC removed and had to be replaced so infant had another procedure.